Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-45 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that a warning triggered for low pacing impedance in the bipolar configuration on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. It was also reported that the right atrial (ra) lead had high thresholds in the bipolar configuration. The ra lead was left in the unipolar pacing configuration and remains in use. No patient complications have been reported as a result of this event.